Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd safetyglide¿ needles they were clogged. The following was received by the initial reporter: they are reporting that the needles are not allowing them to push the vaccine through and having to switch needles 2-3 times.

Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd safetyglide¿ needles they were clogged. The following was received by the initial reporter: they are reporting that the needles are not allowing them to push the vaccine through and having to switch needles 2-3 times.